Event description:
It was reported the dilator tip was torn during use. The patient was in good condition, and there was no injury or medical intervention required.

Manufacturer narrative:
(B)(4). The customer returned one 4-lumen cvc and dilator. Visual examination revealed the dilator tip was split and frayed. This damage is consistent with undue force being applied when inserting the dilator. The total length of the dilator measured to be 4.00" which is within specifications of 3.75-4.25" per product drawing. The outer diameter of the dilator body measured to be 0.135" which is within specifications of 0.135-0.138" per product drawing. The inner diameter of the distal tip could not be measured due to the damage observed. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the uesr to enlarge the cutaneous puncture site with cutting edge of scalpel prior to dilating skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The tip was frayed and split, which is damage consistent with undue force being applied during insertion. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the dilator tip was torn during use. The patient was in good condition, and there was no injury or medical intervention required.